Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known from the site. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) pc cables were re-seated. The key board was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was not confirmed. The keyboard was returned unused. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the keyboard on the demo imaging system was unresponsive to user input. No patient was present at the time of the event.